Event description:
(B)(4). In (B)(6) 2012, my body started to fight itself due to the chronic inflammation cause by essure. In turn, my immune system was suppressed and I contracted a rare pneumonia that triggered an autoimmune response which led to a disease called behcet's. Since then, I have endured countless hardships in work, money, and life. I at one point contemplated filing for disability. I now and for the rest of my life will see 5 different specialists as this disease is systemic and it's impossible for one dr. To care for all the ups and downs this disease causes in me including, bronchiectasis, osteoarthritis, morbid obesity, nickel/gluten allergy, rosacea, ocular rosacea, hypertrophy of the skin, permanent sensorineural hearing loss, and thyroid nodules with inflammation. I will never be the same. In (B)(6) 2015, I had a hysterectomy to remove essure. The gynecologist reported I had the worst adhesions he has seen in his 18 yrs. Of practice, more than likely due to the chronic inflammation of essure. While my life will never be the same. I will fight for what's left and will shout to the world essure/bayer has wronged me and 1000's of others.

Event description:
(B)(4). I've also recently been diagnosed with meniere's as a direct result of the chronic inflammation essure causes.